Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted; give date: not applicable, lens remains implanted. (B)(6). Device evaluation: the product testing could not be performed as the device was not returned for evaluation (the lens remains implanted). The reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed and no non-conformance reports (nc) or discrepancies were found during the mrr (manufacturing record review). The product was manufactured and released according to specification. A search in complaint system revealed that no other complaint was received from this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during loading/handling, but prior to insertion into the eye, foreign object was seen on the surface of an intraocular lens (iol), model zcb00, 20.5 diopter. The surgeon rinsed the foreign body off the lens, inspected the lens under the microscope and was happy there were no scratches on the lens so proceeded to implant the iol. It was noted that the lens packaging is available for return but the lens remains implanted. There was a five (5) minutes delay in the procedures. There was no incision enlargement, no vitrectomy or sutures required. No further information was provided.